Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (600 mg/dl). A manual injection was delivered to stabilize blood glucose levels. Recommendation was made to discuss diabetes management with customer's health care professional.